Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system message displayed and the cutter did not work during a surgical procedure. The surgery was completed with no harm to the patient.

Manufacturer narrative:
G.6 : corrected data. This file has been sent to correct the previously missed follow up 2 report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The system was examined and the reported event was replicated. The front pneumatics manifold was replaced to resolve the issue. The host was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 13, 2015. Based on qa assessment, the product met specifications at the time of release. A front pneumatics manifold and host module were received for evaluation. A visual assessment of the returned front pneumatics manifold did not reveal any non-conformity. The returned host module was replaced as a preventive measure. Therefore, returned host module will not be inspected. The front pneumatics manifold was installed onto a calibrated system. The system was turned on and allowed to boot. The system generated a system message (sm) manifold pressure sensor failure during the boot-up process. No additional test could be performed. The root cause of the reported event can be attributed to the non-conforming front pneumatics manifold. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G.6 : corrected data this file has been sent to correct the previously missed follow up 1 report. The manufacturer internal reference number is: (B)(4).